Manufacturer narrative:
Additional information: the resolute onyx device was prepped per IFU with no issues noted. No damage evident to the protective packaging of the launcher device. The launcher guide catheter was removed from packaging and inspected with no issues noted. Resistance was not noted during the insertion/delivery of the launcher device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: one 6fr launcher guide catheter was received for analysis. A snare was partially loaded in the guide catheter and a y-adaptor was attached to the luer of the device. The snare and y-adaptor were removed with no resistance noted. A kink was noted on the shaft of the catheter approx. 60.5cm, distal to the strain relief. No deformation was noted to the distal tip. It was not possible to load a 0.035inch guidewire through the lumen due to the deformation on the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx coronary drug eluting stent to treat a moderately calcified, moderately tortuous lesion, with 90% stenosis in the mid circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the resolute onyx drug eluting stent was unable to cross the lesion, it was pulled out of the patient and evaluated. The stent was considered fully intact, then the lesion site was again pre-dilated and the same resolute onyx drug eluting stent was then attempted. During placement, the launcher guide catheter and the wire buckled in the vessel, the undeployed stent moved forward and became dislodged from the balloon/catheter. From the artery, the stent migrated and was wedged into a branch of the left renal. Femoral access was obtained and the stent was snared from the renal artery/ kidney successfully. The patient is alive with no further injury.